Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific (bsc) crm received info that this pt's pacemaker had stored episodes of ventricular tachycardia (vt) that may be due to ventricular loss of capture. The pt also goes into a junctional tachycardia from time to time and this may be what is being recorded. Seventeen months later, ventricular noise was noted during a vt stored egm. The clinician was requesting egm eval. A bsc crm technical services consultant stated the strip looks like the pt has a junctional tachycardia that is competing with the pacing, causing blanking, noise rejection, and fusion issues. The consultant informed the caller that there is not much they can do in the way of programing around this junctional rhythm. The second egm had similar competition issues; however, the first portion of the egm looks like there are two potential premature ventricular contractions (pvc's) and it is possible the right ventricle is not capturing during this period. The clinician will discuss the clinical observations with the pt's physician. This issue will be re-evaluated if additional info is received.